Event description:
It was reported that the arctic sun had an alert control alt delete when the biomed was performing preventive maintenance. Followed the instructions from the screen and received a disk read error and red windows screen. Mss stated that the control panel had to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun had an alert control alt delete when the biomed was performing preventive maintenance. Followed the instructions from the screen and received a disk read error and red windows screen. Mss stated that the control panel had to be replaced

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in an error. The device was not returned.